Manufacturer narrative:
Problem description: it has been reported that the clinician noticed fluid leakage on the connecting part of the transducer of pv8215 during priming process. Investigation results: the device has been returned for an investigation. A visual and functional check could reproduce the reported issue. The reported leakage at the flushing device could be reproduced. A leakage at a tilted connection between the flushing device and the pressure transducer could be detected. After adjusting the tilt by hand (low force) the leakage could be stopped. Therefore, it is possible that the flushing device was incorrectly handled by an inexperienced user, resulting in the tilt at the connection and, subsequently, leakage. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate ((B)(4), considering root cause). Based on the information stated above, no additional actions will be taken. The complaint will be closed. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed. The following similar device is under complaint: pv8215, lot 23em08, catalogue: 6886184, manufacturing date 02-28-2022, expiration date 05/31/2023, UDI (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Event description:
Our qa colleague found the adverse event report on china national medical device adverse event monitoring information system. It was reported that the clinician noticed fluid leakage on the connecting part of the transducer of pv8215 during priming process. They replaced a new monitoring kit and continued to treat the patient.

Manufacturer narrative:
The defective device has been requested but we have not received it yet. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: pv8215, lot 23em08, catalogue: 6886184, manufacturing date 02-28-2022, expiration date 05/31/2023, UDI (B)(4).